Event description:
Artificial disc failed. Pt did not get better after implantation. Pt is experiencing pain, discomfort, fecal and urinary incontinence and falls. In 2009, pt went back for a fusion and reconstruction surgery. Pt has been advised by physician that this disc may need to come out to resolve this issue. Pt does not think that this is a good product.